Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging inaccurate high comparisons performed on his onetouch select mini meter compared to both his feelings/normal results and another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter was reading inaccurately at 9pm on (B)(6) 2015, when he obtained an alleged inaccurately high blood glucose result of "7.3 mmol/l" meter to feeling/normal result comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate result and reported that he administered his usual dose of 25 units of lantus insulin at approximately 9pm. He claimed that "40 minutes" after the start of the alleged issue, he developed symptoms of "tremor and sweating". He claimed that he tested his blood glucose level again using the subject meter and obtained a result of "1.8 mmol/l" the patient reported that an ambulance was called and a blood glucose result of "1.2 mmol/l" was obtained on the emergency medical service meter a short time later. The reporter was unable to provide the exact time difference between the results. The patient claimed that he was given an "infusion" by a healthcare professional (hcp) at around 10pm on (B)(6) 2015; however, he did not know the type of infusion he received. The patient reported that he "felt better" a short time later and was able to stay at home. During troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had taken samples from the same approved sample site and he described the correct testing steps. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia which required treatment from an hcp, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned. However analysis was not possible due to a secondary issue; an unknown electrical problem prevented the meter turning on when a test strip was inserted. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.